Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing and sensor cable was returned cut from the iab. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 66.8cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 9.1cm from the rear seal measuring 0.038cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record ID #(B)(4).

Event description:
It was reported that after approximately 5-6 hours of intra-aortic balloon (iab) therapy, there were several "gas loss" alarms. The hospital staff pressed "iab fill" to restart the pump, which would create a temporary solution, but the alarm would always return. The facility then decided to switch out intra-aortic balloon pumps (iabp) and attempted to continue therapy but the problem persisted. There was blood noticed sloshing around the distal end of the extender tubing of the catheter. The staff was told to quit pressing iab fill, stop the iabp, clamp the tubing, and prepare for iab removal. The iab was soon removed. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report was submitted for the iabp (cardiosave) under mfg report number 2249723-2024-02015.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional reporter: (B)(6), ICU nurse. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there were several "gas loss" alarms. The hospital staff pressed "iab fill" to restart the pump, which would create a temporary solution, but the alarm would always return. The facility then decided to switch out intra-aortic balloon pumps (iabp) and attempted to continue therapy but the problem persisted. There was blood noticed sloshing around the distal end of the extender tubing of the catheter. The staff was told to quit pressing iab fill, stop the iabp, clamp the tubing, and prepare for iab removal. The iab was soon removed. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report was submitted for the iabp (cardiosave) under mfg report number 2249723-2024-02015.